Event description:
Reporter indicated that vns patient had passed away. The patient reportedly had leukemia and was believed to be in remission. The patient experienced a >50% reduction in seizures with the vns therapy and was receiving therapy at the time of death. The ncp system was explanted and placed in a drum with other ash waste from cremation and was buried. No autopsy was performed. Treating neurologist indicated that the relationship between the cause of death and the ncp system was unknown.

Event description:
Both the pulse generator and bipolar lead were returned and analyzed. The pulse generator met final electrical test specifications, and was found to be operating within limits; no performance discrepancies were noted. There is no indication that the reported pt death was related to the pulse generator. The lead was returned in 2 pieces measuring 194mm and 196mm. Visual inspection found that the coils were stretched. The lead pins showed evidence that there was a proper mechanical and electrical connection between the lead pin and the pulse generator. No discontinuities were found on the 2 portions of the returned lead. Because the entire lead was not returned, prooper system function cannot be confirmed.